Event description:
It was reported that ten (10) minicaps were not properly sealed. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: eleven (11) actual samples were received for evaluation. A visual inspection with the naked eye noted the pouches presented creases in the seal located at the top and bottom of the pouches. A functional test was performed on ten (10) of the samples with no failures. One pouch, presented a void in the side of the pouch. The pouch presenting a void was not functionally tested since the defect could be determined visually. The reported condition was verified. The cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..